Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had a blurry image when focusing. The issue was found during a gastroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide the final investigation results. The device was returned to olympus for inspection, and olympus was not able to confirm the customer reported failure. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.